Manufacturer narrative:
It has been confirmed that the erroneous k and alp results were reported outside of the laboratory.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for one patient sample tested for ureal urea/bun and crep2 creatinine plus ver.2 on a cobas integra 400 plus (i400+). The doctor complained about the ureal and crep2 values. Data from the patient sample was provided and the sample had erroneous results for crep2, k+ electrode, and alp2 alp ifcc gen.2. The erroneous crep2 result was reported outside of the laboratory. It was asked, but it is not known if the erroneous k or alp results were reported outside of the laboratory. The sample initially resulted with a crep2 value of 26.3 umol/l, which was reported outside of the laboratory. The doctor complained about the result, so the sample was repeated. On (B)(6) 2018, the repeat crep2 result was 225.9 umol/l . An amended report was issued for the crep result. This sample also initially resulted with k values of 5.77 mmol/l and 5.73 mmol/l. On (B)(6) 2018, the k test was repeated , resulting as 4.59 mmol/l. This sample initially resulted with an alp value of 369 u/l. On (B)(6) 2018, the alp was repeated, resulting as 77 u/l. No adverse events were alleged to have occurred with the patient. The crep2 reagent lot number was 32825201, with an expiration date of 12/31/2018. The k and alp lot numbers and expiration dates were requested but were not provided. Calibration and controls for ureal and crep2 were acceptable. The customer stated that the sample integrity is ok. Precision studies were performed. Several "no fluid was detected", "not enough fluid was detected", and "clot was detected" alarms occurred from (B)(6) 2018. Based on these alarms, it is possible that the sample probe was contaminated. A general reagent issue could be ruled out since the observed calibration and controls were acceptable. A sample related issue is most likely since results from multiple tests are affected. An issue related to a sample mismatch could be excluded since the sample was registered at the instrument with a barcode. The rack settings of the analyzer were checked and the glucose rack setup was incorrect. The investigation was unable to find a definitive root cause.